Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon pinhole was observed. The 90% stenotic and calcified lesion was located in the moderately tortuous mid right coronary artery (rca). The physician attempted to deploy the 3.00x16mm taxus express2 drug eluting stent using direct stenting in the rca, but had difficulty crossing the lesion. The lesion was predilated with a non-bsc balloon, and the 3.00x16mm taxus stent was advanced to the lesion again, but when the physician attempted to deploy the stent, he noticed that the delivery balloon was difficult to inflate. He was able to inflate the delivery balloon to a certain degree, and then post-dilated the stent with a non-bsc balloon. The physician noticed that there was a pinhole on the delivery balloon after the procedure. No pt complications were reported, and the pt condition was listed as good.